Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.75 x 18 mm zeta stent delivery system (sds) was advanced, but could not cross to the lesion due to the tortuous and calcified vessel. During advancement, the proximal shaft separated outside the patient anatomy. The sds was removed, and the patient was sent for medical management. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.